Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney alleges patient experience "severe infection" subsequent to implant of mesh for repair of incisional hernia.